Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, confirming the alleged issue. The investigation confirmed an issue with the pump's flow. An analysis of the inlet and outlet valves confirmed that the inlet valve required a pull open current that exceeded specification. The root cause for the issue has been determined to be an inlet valve requiring a pull open current that exceed the specification. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. The patient reported experiencing withdrawal symptoms. The pump was subsequently explanted.